Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged l701, l702, l703 and esd700 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.